Event description:
Caller reported the button on the pump is non-functional; exact button was not provided. No adverse event reported. No product return due to custom and legal issues in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).